Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the information provided by the customer. Since the product associated with the complaint was not returned, retain testing on in ratio strips was performed during an in-house investigation. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and product deficiencies were not observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant high in ratio inr result in comparison to the laboratory inr result. Results are as follows: date - (B)(6) 2014, inratio inr: 7.5, laboratory inr: 3.0. The time between testing and pt therapeutic range was not provided. There was no reported adverse patient sequela. Though requested, caller was unable to provide technique, strip or patient information as they did not perform the test. There was no additional information provided.